Event description:
The device was implanted for use in 2002. 10 months later, the patient was at home on battery power when the device stopped. The patient hand pumped the device and was readmitted to the hospital. The patient stated that the device alarmed when the device stopped, but the patient did not recall what the alarm was. Hospital personnel listened to the device with a stethoscope and heard sporadic grinding noise coming from the device followed by normal pump operation. The device was placed on pneumatic back up. The hospital tried electric actuation one more time and the device stopped about three hours later and the patient was returned to pneumatic back up. The patient remains hospitalized on phneumatic back up and is stable.